Manufacturer narrative:
Corrected field: h6 (medical device problem code).

Event description:
N/a.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported issue were observed. Failure analysis - the mlx 300w xenon lightsource was received in used condition. Evaluation identified that the the turret did not retain the light cable, the mirror popped out, attenuator switch made a buzzing sound, and the lamp time error icons popped up on the screen. The turret, attenuator switch were replaced, the mirror was reseated, and a power supply unit (psu) upgrade was performed. The lamp hours were reset. Evaluation and functions tests were performed and the mlx passed all tests. Root cause analysis - the reported complaint was confirmed; however, the service and repair department did not report any issues with this 00mlx unit having a burnt port. The issue of this 00mlx unit having a burnt port is most likely due to the device overheating due to the mirror being out of place. This is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) burned the port of the turret. There was no patient involvement; thus, no patient injury occurred.